Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the ¿card case.¿ this occurred after priming the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.